Event description:
It was reported that the patient received multiple inappropriate therapies due to noise on the rv lead. The noise was seen on stored egms. All lead measurements were normal. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.